Event description:
Additional information provided in operative notes confirms a revision procedure occurred on (B)(6) 2012. The head and the cup were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthoplasty on (B)(6) 2009. Subsequently, a revision procedure was reported to have been scheduled for (B)(6) 2012; however, it has not yet been confirmed if the revision procedure took place. Legal counsel for patient for patient reports patient allegations of elevated metal ions and squeaking noises. Additional information provided in operative notes confirms a revision procedure occurred on (B)(6) 2012. The head and the cup were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, metallosis, squeaking, grinding sensation, ecchymosis, fatigue, inflammation, lack of mobility, elevated metal ion levels and loosening.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was reported to have been scheduled for (B)(6) 2012; however, it has not yet been confirmed if the revision procedure took place. Legal counsel for patient for patient reports patient allegations of elevated metal ions and squeaking noises. Additional information provided in operative notes confirms a revision procedure occurred on (B)(6) 2012. The head and the cup were removed and replaced. Additional information received from patient's legal counsel reports patient allegations of pain, metallosis, squeaking, grinding sensation, ecchymosis, fatigue, inflammation, lack of mobility, elevated metal ion levels and loosening. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2012 right hip revision operative report noted the revision was due to a squeaking noise and difficulty ambulating and noted the presence of clear fluid with no purulence. Operative report further noted no evidence of metallosis or eccentric wear or scuff marks on femoral head. The femoral head was removed and replaced.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 15 states, elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The following sections were not completed as the revision procedure reported to have taken place on (B)(6) 2012 has not been confirmed: date of event; date explanted. This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2012-01982/ 01988).

Event description:
Patient's legal counsel reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was reported to have been scheduled for (B)(6) 2012; however, it has not yet been confirmed if the revision procedure took place. Legal counsel for patient for patient reports patient allegations of elevated metal ions and squeaking noises. This report is based on allegations set forth in the plaintiff's complaint and the allegations contained therein are unverified.